Manufacturer narrative:
Additional information indicates that the event occurred during generator revision surgery and that the health professional was the operator of the device. Additional information indicates that device failure did not occur and that the event occurred during generator revision surgery.

Event description:
On (B)(6) 2013, it was reported that during the patient's generator replacement surgery (due to end of service), high impedance was observed. The high impedance was observed on both the old and new generator during the case and the lead pin was reinserted. The new generator was tested with a test resistor and found to be within normal limits. The lead was not replaced at this time. The patient was rescheduled for a lead replacement surgery on (B)(6) 2013 due to a "lead discontinuity". The explanted generator was returned and the low battery was confirmed through product analysis. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received stating that the vns patient¿s device showed normal lead impedance on (B)(6) 2013. The patient was seen by the neurologist on (B)(6) 2013 following generator replacement surgery and high impedance was observed. The neurologist stated that the cause of the high impedance was likely due to surgery. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. Attempts for product return were made but were unsuccessful to date.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.